Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's current blood glucose was 191 mg/dl. Troubleshooting was declined for high blood glucose and under delivery. Customer stated insulin flow blocked alarm occurred during blousing. Customer stated insulin exited. Auto mode feature was not used at the time of event. The insulin pump and reservoir will not be returned for analysis.